Manufacturer narrative:
(B)(4).

Event description:
It was reported that it was not possible to fix the lead in the myocardium because, the helix did not extend in a smooth way. The lead was replaced. There was no adverse consequence for the patient due to this.